Event description:
Additional information was received from the physician who reported that the patient has not been re-evaluated since (B)(6) 2012. The patient was last seen on (B)(6) 2012. A sleep study in 2010, showed mild central sleep apnea and no significant degree of obstructive sleep apnea. The physician reported that the sleep apnea is possibly related to vns but impossible to say as the patient did not have a sleep study performed prior to vns. It is unknown if there were any causal or contributory programming or medication changes that preceded the onset of the sleep apnea. No interventions have been noted, but the patient has a follow-up appointment to discuss further.

Event description:
The patient's caregiver reported that the patient started experiencing sleep apnea since the device was initially implanted in 2007 but the apnea had gotten worse recently over the past couple of weeks. The reported also indicated that the first experience with sleep apnea took place in (B)(6) of 2007. The sleep apnea with the patient's previous generator was previously reported in manufacturer report number: 1644487-2011-00510. The caregiver clarified that no one has ever suggested to him that the sleep apnea the patient is experiencing may be related to vns. Patient was a part of a sleep study in the past. The results of the sleep study resulted that the patient has 90% central apnea and 10% obstructive apnea. The patient reportedly did not have any form of apnea prior to the implantation. Attempts for additional information from the treating physician have been unsuccessful to date.